Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected information: h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. (Did not include in initial report.). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. Investigation evaluation description of event: as reported, the physician used an ngage nitinol stone extractor in a kidney stone removal procedure. The basket could not be opened and closed properly after entering the body. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. A functional check found the basket was closed and could not be opened. No damage to the device was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one non-conformance, affecting two devices for basket/grasper will not open/close, that may have been related to the complaint issue. Both devices were scrapped prior to distribution. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint device passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other related complaints associated with device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the physician used an ngage nitinol stone extractor in a kidney stone removal procedure. The basket could not be opened and closed properly after entering the body. A new basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.